Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a post-operative myopic refractive surprise, after cataract surgery in their right eye. There are three related reports for this facility. This report addresses patient md¿s right eye, and other manufacturer reports will be filed for the other two cases.